Event description:
Patient's temperature by temporal thermometer was 99f. Nursing assessment - pt felt warmer than that. Cooling blanket applied and temperature checked with rectal probe. Temp was 103.4f rectally. Temporal thermometer sent to hospital bio-medical dept for review.